Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a doctor via a baxter sales representative in (B)(6) 2009, the patient started catheter implantation for pd therapy for unreported indication. On (B)(6) 2012, the patient was hospitalized for upper abdominal pain without fever after using the dianeal pd4. It was diagnosed as an atypical peritonitis by the doctor. The remedial medication was stomach-protected drugs and antibiotics to the patient. When the abdominal pain was a litter resolving, the patient was discharged from hospital on (B)(6) 2012. On (B)(6) 2012, the abdominal pain was aggravated and the patient was hospitalized for anti-infection therapy. At the time of reporting, the abdominal pain is not resolving. The reporter stated that the peritonitis was possibly related to the dianeal solution but was more likely related to the pd procedure and the patient's own condition.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint is confirmed because the nurse reported the patient experienced peritonitis due to breach in aseptic technique. The assignable cause is undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.